Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to undersensing. The s-ICD was reprogrammed to a different sensing vector and remains in service. No adverse patient effects were reported. Review of device data by boston scientific technical services confirmed the presence of oversensing of noise in both treated and untreated episodes as well. The s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to undersensing. The s-ICD was reprogrammed to a different sensing vector and remains in service. No adverse patient effects were reported.